Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that in 2009, the patient had three stents from another company implanted. A 2.5 x 12 mm stent was placed in the mid left anterior descending (lad), a 2.5 x 16mm stent was placed in the proximal lad, and a 2.5 x 16 mm in the mid right coronary artery (rca). Three days later, the patient was admitted to the emergency room because all three stents that were implanted on original date, had thrombosed and both vessels (lad and rca) were closed. To treat the thrombosis, three promus stents were implanted within the existing stents. The doctor implanted a 2.75 x 28 mm promus otw in the proximal lad, a 2.5 x 28 mm promus otw in the mid lad, and a 2.5 x 18 promus otw in the mid rca. A balloon pump was also used, but the patient passed away the following month. Intravascular ultra sound or post dilatation was not performed during either case. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The other two promus everolimus eluting coronary stent systems indicated are being filed under the same MFR number.